Event description:
The customer's daughter reported the customer received imprecise readings on their blood glucose meter. Results of 287 mg/dl and 60 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.